Event description:
Revision surgery - the patient was having pain and swelling due to a large amount of scar tissue. The surgeon decided to clean out the scar tissue and replaced the poly. The original poly appeared fine with minimal wear.

Manufacturer narrative:
Lot number on initial MDR was reported as 238472; corrected to 300852. The reason for this revision surgery was the patient had pain and swelling. The length of in vivo service was 10.5 years. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 10 prior complaints reported against this part number; summary of investigations: 2 for wear, 1 for pain, 4 for infections, 3 for instability this is the first complaint against this lot number. The root cause of the pain and swelling was due to joint scar tissue. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.